Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed an itchy, burning rash underneath her breasts with torn skin. The patient was given a prescription of remedy phytoplex cream from her physician. The irritation has not improved, even after using the prescribed remedy phytoplex cream.